Event description:
It was reported that the pump did not turn on due to battery not charging, despite being connected with different cables for more than two hours. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned for evaluation, and a replacement pump has been issued.